Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was coming down ramp out of van, when the unit allegedly slipped and chair ended up on top of user.

Event description:
Provider alleges consumer was coming down ramp out of van, when the unit allegedly slipped and chair ended up on top of user.

Manufacturer narrative:
Could not duplicate.